Manufacturer narrative:
Device was used for treatment, not diagnosis. Initially, date of this report and date received by manufacturer were reported as (B)(6) 2016. The correct date is (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the drill bit broke intra-op and a part of the drill bit was left in the patient's bone. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility#(B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. It was reported that a drill bit broke while in use during surgery on patient's hand on (B)(6) 2016. This complaint involves one device. This report is 1 of 1 for (B)(4).